Event description:
Additional information was received. It was reported that after replacing the main cart monitor, the screen still flickered when the high-definition multimedia interface (hdmi) cable attached to the monitor was moved. It did not flicker when the hdmi cable was moved near the connection to the computer. Technical services (ts) had the manufacturing representative (rep) test with another navigation system. They swapped the good navigation system hdmi cable and plugged it into the monitor, but the monitor was still flickering. They swapped the navigation system hdmi cable and plugged it into the good navigation system and the monitor did not flicker. Rep reported that he had not replaced the monitor power cable yet. Ts suggested this be replaced. Another rep reported that the main cart monitor was still flickering after replacing the main cart power cable. Ts had the rep swap the dp cable from the camera cart to the main cart, and the hdmi cable from the main cart to the camera cart. Neither monitor flickered at this time. However, the hdmi cable broke shortly after, and no further troubleshooting could be completed.

Manufacturer narrative:
B5 additional information continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735795r, lot number: - h3, h6: the monitor, lot number: 20515269, was returned to the manufacturer for analysis. There was no physical damage. Touch, sound, dp and high-definition multimedia interface (hdmi) all worked. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned monitor hd m-touch. No faults or failures were found. H6: b01, c19 and d14 apply to the concomitant product ID 9735795 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: cable 9735765 main mon pwr 12vdc s8 svc h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when wiggling the hdmi cable on the main cart monitor would flicker in and out. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, ubd: unknown, UDI#: unknown. Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that the clinical consultant (cc) called to report that the wrong cable was sent. Cc needed the hdmi cable from the monitor.

Manufacturer narrative:
Additional information in b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the hdmi cable did not resolve the issue. The cc was able to replicate the problem each time he wiggled the hdmi cable at the monitor end.